Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and cyst. Plaintiff representative reported "due to breast cancer history, and concerns about developing alcl, plaintiff underwent a removal of left textured breast implant, left breast reconstruction with right deep inferior epigastric perforator free flap. No complete capsulectomy was performed. Therefore, plaintiff still has a cancer-causing capsule in body and may require further surgery to remove the implant capsule. Plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered or will suffer debilitating physical pain and mental suffering, capsular contracture, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses there from; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.